Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that customer was experienced hyperglycemia. Blood glucose value was 500 mg/dl. Customer was hospitalized due to arm surgery. Customer was trying to get back on the insulin pump and stated it was not letting him calibrate or get into auto mode. The insulin pump will not be returned for analysis.